Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead, exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms and increased thresholds. The device was unable to be interrogated. As a result, the device was explanted and replaced and the lv lead remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.